Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm ultra¿ xc in the ¿deep area of the eyes,¿ the patient developed nodules at the injection sites 2 days later. Healthcare professional observed accumulations of product, palpable at the injection sites and believes a ¿reversal is necessary.¿ patient was treated with hyaluronidase 21 days after injection and symptoms resolved that day.